Manufacturer narrative:
(B)(4).

Event description:
It was initially reported as a product problem but additional information received indicated that the balloon was damaged due to atherosclerotic plaque. After insertion, the balloon was working. It was reported that there was no patient harm.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of iab blood in helium pathway is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was initially reported as a product problem but additional information received indicated that the balloon was damaged due to ath erosclerotic plaque. After insertion, the balloon was working. It was reported that there was no patient harm.